Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high impedance. No intervention was reported.